Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the polyethylene layer disconnected from the unalloyed titanium layer in the ¿¿glenoid fossa¿¿ component. The surgeon drilled 2 holes into the glenoid fossa from below upwards towards the fossa as an act of improvisation.

Event description:
No new information.

Manufacturer narrative:
The reported event could be confirmed based on the report of the sales rep who was present in the surgery. In addition, post operative imaging demonstrates additional fixation of the fossa components using screws. During unilateral tmj implantation in (B)(6) 2025, an intraoperative separation of the polyethylene fossa bearing from the titanium mesh occurred without applied force, and despite extensive manufacturing review and surgeon feedback, the root cause of the bonding failure could not be definitively determined, though heat exposure between final manufacture and implantation was considered a possible contributing factor. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.